Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2015 with the following findings: the battery compartment was cracked from the top to the case seal and the pump was also cracked above grip pad. The battery cap with the pump was unable to tighten and remove due to stripped cap threads.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.